Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned with the helix was fully retracted. Visual inspection found the drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure re-positioning of the lead was performed four times. When positioning was attempted the fifth time, the helix could not be extended. It was also reported this may have been due to over-rotation during retraction of the helix. A different lead was implanted and no patient complications have been reported as a result of this event.